Manufacturer narrative:
The reported issue that after an infusion there was air in line that was able to pass the sensor without an alarm on the 8100 pump could not be confirmed or duplicated. The log analysis found two recorded infusions performed as basic infusions on the reported incident date. The pump module did alarm for ail during the first infusion. The second infusion was performed at 200ml/h with a vtbi at 200ml; the actual bag volume could not be determined. The pump module was turned off after 120.2ml had infused. The cause for this infusion having been terminated early could not be identified. Reference the log summary section of the report for details. The disposable set and bag were not returned for investigation. The testing and inspection process found no existing malfunctions and the pump module to be detecting ail within specification at the incident single ail bolus 250l setting. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that after an infusion there was air in line that was able to pass the sensor without an alarm on the 8100 pump. There was no report of patient harm.